Event description:
It was reported by the sales rep that the product (c1535) was used in a breast biopsy. It was reported that as the clip was deployed, the tip of the tissue marker fell off and was also deployed into the breast. Stereotactic images were taken after the procedure and confirmed that the broken tip of the marker was in the breast.